Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was depleting quickly. Additionally, the pump did not record bolus history correctly. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.